Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the anatomy and/or other devices resulted in the reported detachment; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported detachment cannot be determined. The foreign body, removal of and surgical procedure appears to be related to the operational context of the procedure as the patient was sent to surgery (cut down) to remove the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the bmw universal ii guide wire was advanced through the tortuous left radial artery to the left axillary artery. The lesion in the left radial artery was treated and during removal of the bmw guide wire, it was noted that the guide wire separated into 2 pieces. A cut down was performed, and the separated portion removed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.